Event description:
It was reported that the user experienced hyperglycemia to 350 mg/dl after overtreating a prior low glucose and subsequently chose to disconnect from therapy and administer 1 unit of subcutaneous insulin via pen, after which glucose trended down; the user uses a dexcom g7 sensor and reported a current glucose of 142 mg/dl. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia that resolved after additional insulin. Investigation included troubleshooting and education with the user on appropriate treatment of hypoglycemia and avoidance of overcorrection. Investigation of this case revealed user-related overtreatment of hypoglycemia precipitating rebound hyperglycemia. It was concluded that the event was related to use error with patient education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.